Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on medical records. As reported, 'approximately 4 years and 4 months later, the patient underwent a successful valve'in'valve procedure with placement of a 23 mm s3ur valve within the prior 26 mm s3u valve due to bioprosthetic aortic valve stenosis.' Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (i.e. Htn, dm, obesity, etc.), which are known factors that may increase risk for valve degeneration/stenosis. Especially, diabetes mellitus (dm) could be a risk factor for bioprosthetic heart valve calcification, which can lead to valve stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 4 months post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve in the aortic position, the patient underwent a viv due to stenosis and "calcified". The patient is doing well. After reviewing the medical records provided, the patient is a 78-year-old male, with a medical history notable for severe aortic stenosis, congestive heart failure, paroxysmal atrial fibrillation, right carotid artery stenosis, hypertension, diabetes mellitus, prostate cancer, obesity, conn's syndrome, nephrolithiasis, orthopnea, shortness of breath, and dyspnea on exertion. The patient previously underwent successful implantation of a 26 mm s3u valve in the native aortic position. Approximately 4 years and 4 months later, the patient underwent a successful valve in valve procedure with placement of a 23 mm s3ur valve within the prior 26 mm s3u valve due to bioprosthetic aortic valve stenosis. The reference to calcification appears related to the original intervention for severe native aortic valve stenosis rather than to the mechanism of dysfunction of the 26 mm s3u valve. The available documentation includes records from the original 2021 valve implantation and pre procedural materials. No additional clinical information was provided to clarify the cause of dysfunction of the 26 mm s3u valve beyond the reported bioprosthetic stenosis.